Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer declined service as the results obtained on the instrument for the initial sample repeat and redraw sample were as expected. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported and a nurse questioned it. The patient was redrawn. Both the new draw sample and the original sample were repeated on the same advia centaur xp instrument, resulting lower and matching. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant, falsely elevated tni-ultra result.